Event description:
Medtronic received information that following the implant of this 26 mm mechanical valve, it was noticed that there was a lot of excess tissue impeding the outflow tract. The valve was explanted and a non-medtronic mechanical valve was implanted. No adverse patient effects were reported. The valve and sizer were not returned. The physician reported that this was not a product related malfunction, but due to patient anatomy.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record for this valve could not be performed as the serial number of the 501dm26 valve was not provided. The physician reported that this was not a product related malfunction, but due to patient anatomy. The open pivot IFU has the following caution when implanting mitral valves: ¿caution: if mitral valve apparatus preservation techniques are used, it is important to check leaflet motion following valve implantation.¿ (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.